Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during an angioplasty, after the lesion site was dilated with a balloon catheter (other brand), an enterprise2 4mmx23mm intracranial stent (encr402312, 8946020) was placed at target site and started to release. The physician observed that distal markers of stent were converged which could not be opened. After several attempts to adjust, the distal markers of the stent still failed to open. The physician removed the stent and a prowler select plus 150/5cm (606s255x, 31351012) from the patient. Considering the treatment condition, (the vessel was recanalized), physician gave up stent implantation and completed the surgery. There was no patient injury reported. Additional event information received on 25-oct-2024 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. The vessel had calcification. There was no blood flow restriction. The procedure was delayed by 10 minutes; however, the delay was not clinically significant. A non-sterile enterprise2 4mmx23mm intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent component was already detached from the delivery system. The distal end of the delivery wire was found slightly kinked and covered in dried blood residues. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the distal markers of stent being converged is not confirmed, as the stent did not have any structural damage. It is possible that the marker bands may have converged together but opposed to the vessel wall. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. There is no indication that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. The stent detachment and kinked condition of the delivery wire were not originally reported, and the exact time of occurrence cannot be determined; therefore, these conditions are not considered related to the issue reported. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since no issues were encountered, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. ¿ position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an angioplasty, after the lesion site was dilated with a balloon catheter (other brand), an enterprise2 4mmx23mm intracranial stent, (encr402312, 8946020), was placed at target site and started to release. The physician observed that distal markers of stent were converged which could not be opened. After several attempts to adjust, the distal markers of the stent still failed to open. The physician removed the stent and a prowler select plus 150/5cm, (606s255x, 31351012), from the patient. Considering the treatment condition, (the vessel was recanalized), physician gave up stent implantation and completed the surgery. There was no patient injury reported. Additional event information received on 25-oct-2024 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. The vessel had calcification. There was no blood flow restriction. The procedure was delayed by 10 minutes, however the delay was not clinically significant.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.